Event description:
It was reported, episodes of far field r wave oversensing were observed on the device. Technical support was contacted and reprogramming was recommend. Reprogramming was performed to resolve the event. The patient was stable.